Manufacturer narrative:
It was noted that the device was not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A portion of implant in patient's knee and the rod in tibia were replaced.